Event description:
The information provided to sjm indicated a 23mm epic valve was explanted on (B)(6) 2013, due to aortic stenosis. The pt had undergone aortic valve replacement on (B)(6) 2012. The final pathological diagnosis from the hospital indicated endocardial and subendocardial tissue fibrinous exudate with scattered inflammation and endocarditis.

Manufacturer narrative:
A final medwatch will be sent at the conclusion of our investigation.